Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. Upon initial inspection the stm discovered the stm indicated that the cause of this was due to moisture build up. The system performs an automatic condensation removal procedure upon occurrence, most likely the end user tried to run and fill without zeroing pressure first. The stm had no problem autofilling or running the unit on my trainer. The stm performed complete system checkout and calibration verification. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that prior to use an autofill failure occurred on a cs300 intra-aortic balloon pump (iabp). There was no patient involvement, thus no adverse event was reported.